Event description:
It was reported that during a replacement procedure the physician had programmed the magnet output current on the new generator. When the physician connected the lead to the generator and performed system diagnostics to check the impedance, the patient experienced bradycardia. In response, the physician turned off the magnet output current and the bradycardia resolved. The patient had no pre-existing cardiac problems and no history of cardiac problems. System diagnostics were within normal limits. No further relevant information has been received to date.